Manufacturer narrative:
Result of investigation: during technical investigation the following was observed: the optics show severe abrasion in the rod lens system, which may have been caused by ultrasonic processing. Furthermore, an air bubble can be seen in the silicone separating layer of the distal cover glass. An impact mark can be seen at the edge of the distal end. The imaging is negatively affected by the abrasion and appears foggy and blurred at the edges.the defects/damage found cannot be attributed to a production/manufacturing error. Such damage may be caused by use or by inadequate clinical reprocessing or reprocessing that does not comply with the instructions. Appropriate warnings and instruction for reprocessing and visual inspection / functional check before use are already included in the corresponding instruction for use and the corresponding reprocessing instructions. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported the scope was cloudy. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint: (B)(4).